Event description:
The patient was undergoing an elective carotid artery stenting procedure using a transfemoral approach. Mild vessel tortuosity was noted, and no significant calcification was observed. A 6 fr guiding catheter was advanced to access the target vessel. Pre-dilatation was performed using a 4 mm balloon, and an embolic protection device was deployed. During stent deployment, resistance was encountered, prompting the physician to adjust the delivery system. During this manipulation, the stent began to open prematurely, and visualization of the pusher under fluoroscopy became difficult. The stent ultimately deployed across the target lesion; however, it landed more distally than intended and did not extend into the proximal vessel segment as planned. To ensure adequate coverage of the treatment area, a second stent was placed. Post-dilation was completed with a 5 mm balloon. No patient harm was reported.

Event description:
The patient was undergoing an elective carotid artery stenting procedure using a transfemoral approach. Mild vessel tortuosity was noted, and no significant calcification was observed. A 6 fr guiding catheter was advanced to access the target vessel. Pre-dilatation was performed using a 4 mm balloon, and an embolic protection device was deployed. During stent deployment, the physician completed the pre-release step and then encountered resistance, prompting the physician to adjust the delivery system. During this manipulation, the stent began to open prematurely, and visualization of the pusher under fluoroscopy became difficult. The physician confused the end of the stent with the pusher. The stent deployed not fully covering the lesion; however, it landed more distally than intended and did not extend into the proximal vessel segment as planned. To ensure adequate coverage of the treatment area, a second cguard prime stent was placed. Post-dilation was completed with a 5 mm balloon. No patient harm was reported.